Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the pre-shipment photos added to the complaint. The review is documented below. [Photo review]: the pre-shipment photos that were added to the complaint file indicated that the coil was returned exposed, outside of the introducer sheath. A magnified photo showed no abnormality at the tip of the embolic coil. The embolic coil and the resistance heating (rh) coil are still connected. No signs of heating were observed on the transparent tube of the rh coil. There was no abnormality in the appearance of the radiopaque marker. No abnormalities were observed in the appearance of the connector of the embolic coil system. The reported issue regarding the failure to detach the embolic coil cannot be evaluated through photo. A functional test is required. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (2102508s) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure on (B)(6) 2026, to treat a subarachnoid hemorrhage (sah), the 1.50mm x 3.00cm galaxy g3 mini (glm915030 / 2102508s) was used as a finishing coil, but the coil could not be detached. The enpower control box was replaced, and the enpower control cable was replaced, but the coil still could not be detached. The galaxy g3 mini was removed and replaced with a coil from another manufacturer and the procedure was continued and subsequently completed successfully. There was no negative impact to the patient. Continuous flush was maintained. Devices were used in accordance to the instructions for use (ifus). On 01-jun-2026, pre-shipment photos were added to the complaint. The photos will be reviewed by the product analysis team. On 04-jun-2026, additional information was received. The information indicated that the coil was successfully removed from the patient. All connections fit properly without the application of excessive force.